Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that part of the abs-2011 graft button broke off during implant. About 25% partial was removed. Patient is (B)(6) female.